Manufacturer narrative:
The device was returned and visual inspection revealed housing intact. The reported event was not duplicated. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. There was no problem detected with device. As a preventative, the downstream sensor and main board were replaced, and upstream sensor re-calibration.

Event description:
It was reported during the use of the product, a "no disposable, clamp tubing" alarm went off. No patient injury.